Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the seeds were shipped to good shepherd medical center instead of longview regional medical center in (B)(4). The complainant reportedly orders products for each of these facilities. The seeds were then shipped to the correct facility overnight and were delivered in time for the scheduled implant. The patient reportedly received the full prescribed dose.

Manufacturer narrative:
This complaint was confirmed, and the root cause was a customer service order processing error. Documentation for the affected order was retrieved at bbi and reviewed. The "ship "to", as indicated on the packing list was good shepherd medical center. Bm-event-18-040 has been initiated to further investigate this complaint. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "please consult seed implant specific product inserts and labels for any indications, hazards, warnings, cautions and instructions for use. During the treatment procedure, the patient must be appropriately anesthetized. A qualified practitioner may place the seed implants throughout the tumor volume according to a treatment plan for geometric arrangement. Per the customer¿s request, the order may also contain calibrated seed implants in a separate screw-cap vial, loose seed implants in a separate screw-cap vial and/or individual packets of sourcelink¿ connectors (see individual ifus for further information regarding brachysource® seeds or sourcelink¿ connectors. All components are provided sterile"

Event description:
It was reported that the seeds were shipped to good shepherd medical center instead of longview regional medical center in longview, texas. The complainant reportedly orders products for each of these facilities. The seeds were then shipped to the correct facility overnight and were delivered in time for the scheduled implant. The patient reportedly received the full prescribed dose.